Event description:
It was reported that patient recently gave birth and since giving birth she has experienced frequent hypoglycemia requiring ems (emergency medical services). Blood glucose levels decreased to 20 mg/dl while wearing the pod. The patient was treated with sugar water, fluids and food. No further details are available due to patient not being able to recall. Patient was encouraged to follow up with her hcp (health care professional) for guidance.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.